Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 years and 8 months after the primary surgery the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 1902780: 50 items manufactured and released on (B)(6) 2019. Expiration date: 2024-may-22. No anomalies found related to the problem. To date, 48 items of the same lot have been sold with no similar reported event during the period of review.